Manufacturer narrative:
Additional information: g3, h2, h3. An image was submitted for evaluation to product performance engineering; no device components were returned. The catheter paddle appeared bent and twisted; the paddle tubing appeared torn. Visual inspection was based solely upon a review of the photograph provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported entrapment and fracture remains unknown.

Event description:
At the end of an atrial fibrillation procedure, the hd grid catheter was damaged and bent after becoming stuck on an introducer exposing internal wiring. When attempting to retrieve the catheter, there were 2 femoral introducers empty, the one used for the ablation catheter and the one for the cs catheter. Difficulty retrieving the catheter was noted because its head was stuck on one of the empty femoral introducers. After several minutes, this catheter was able to be to retrieved without any adverse consequences to the patient.